Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge due to an unidentified (tear) opening.

Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare provider reported left side capsular contracture baker grade IV and rupture. Device was explanted.

Manufacturer narrative:
Additional information was received in attachments and explant date was corrected.

Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare provider reported left side capsular contracture baker grade IV and rupture. Device was explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation are rupture and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare provider reported left side capsular contracture baker grade IV and rupture. Device was explanted.